Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved starting the pump in application mode and no issues were found with beeping. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette." Alarm. No reported adverse effects.